Event description:
Per the surgeon's report, the device was explanted, due to a skin flap infection. The pt was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.